Event description:
During a pta to the right external iliac artery, the first balloon (420-5040x) ruptured at 10 atmospheres. Therefore, a second product was used, but this balloon (420-8040x) also ruptured, at 8 atmospheres. The physician used a third balloon catheter (wanda, size unk/boston), but this balloon also ruptured. There was no info if the procedure was ever successfully completed after three balloon ruptures. The target lesion was severely calcified, moderately tortuos, and 70% stenosed. There was no report of any adverse consequences to the pt. As per the reporting affiliate, all products were used per their IFU's, and there is no add'l pt or procedural details available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the right external iliac artery two balloons were reported to have ruptured. The vessel was described as severely calcified with moderate vessel tortuousity and a 70% stenosis. There was no reported pt injury. The product was not available for analysis. Mfg records for the lot involves, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the info available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. This is one of two products used during the same procedure. Please reference MFR.report# 9610978-2006-00213.